Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the auxiliary water channel (jet) was partially clogged, the bending angulations were out of standard values, the angulation knob felt too stiff, the channel plug stopper was deformed, the bending section cover glues were worn out, and the plastic distal end cover was damaged. The connecting tube was scratched, and the connector was corroded (vent valve). The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information

Event description:
The customer reported to olympus that the gastrointestinal videoscope angulation control knob felt too stiff. The device was returned for evaluation. During the device evaluation, foreign materials were found inside the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the scope could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the scope was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.